Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation foreign material inside nozzle was not identified. There was no deformation observed at foreign residue points and it is not known reprocessing was conducted according to instruction for use (IFU). However, a definitive root cause could not be identified. The instruction manual states the detection method associated with the event in "cf-ez1500dl/I, chapter 3 preparation and inspection", and preventative measures in cf-ez1500dl/I, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign objects coming out of the nozzle. There were no reports of patient involvement.